Event description:
Information received by medtronic indicated that the insulin pump had crack in the casing and moisture entered the insulin pump. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Insulin pump was no longer in use. Retainer ring was not damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was been returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged exposed to moisture on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to download or perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Insulin pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on electrical board connector internal battery, power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged exposed to moisture confirmed. Blank display confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.